Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) spoke with the stryker representative who advised that the robot did not have a drifting arm after the first case. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed the universal surgical manipulator (usm2) was drifting. The stryker representative confirmed that the endoscope was installed on usm2 and while usm2 was being manipulated by the customer. The stryker representative thought the cannula was not attached at the time of the drifting. The technical support engineer (tse) reviewed the logs but found no related issue. The tse explained if the cannula was not attached then the usm could drift as the usm would retain the breakaway feature. The tse explained the safety features of the system and the conditions needing to be met to prevent movement from the arms. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: it was the endoscope drifting in arm 2.